Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a contact lens case. Visual inspection of the returned product found a piece of one haptic torn off and missing. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to halos. There was no reported patient injury or surgical intervention. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The reporter stated they implanted bilateral lenses, with the expectation of the lenses being undercorrected and they planned to do lasik to correct the vision. It was a 2 step process, but due to a language barrier, the patient was uncooperative and complained of halos. He wanted the lenses removed. The lenses were explanted, with no patient injury and the patient is doing well, vision is recovering. The lenses were not exchanged for other lenses. The reporter stated the event was not product related, it was a patient issue. (B)(4).